Manufacturer narrative:
Block h11: correction to block b5 (describe event or problem). Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1301 captures the reportable event of burning sensation during urination. Impact code f1901 captures the reportable event of multiple surgeries to repair her urethra, bladder, and vagina.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. Following implantation, the patient reportedly underwent multiple reconstructive surgeries to repair her urethra, bladder, and vagina. The patient also reported experiencing a burning sensation during urination, described as feeling like acid coming out of her body during voiding. The patient expressed that the complications she attributed to the implant have had a great impact on her personal life, including the end of her happy life, loss of family stability, and significant financial hardship. She stated that these events resulted in a substantial decline in her quality of life and living circumstances. **additional information received on february 17, 2026, noting that this event is a duplicate. See MFR. Report #3005099803-2013-07577.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1301 captures the reportable event of burning sensation during urination. Impact code f1901 captures the reportable event of multiple surgeries to repair her urethra, bladder, and vagina.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. Following implantation, the patient reportedly underwent multiple reconstructive surgeries to repair her urethra, bladder, and vagina. The patient also reported experiencing a burning sensation during urination, described as feeling like acid coming out of her body during voiding. The patient expressed that the complications she attributed to the implant have had a great impact on her personal life, including the end of her happy life, loss of family stability, and significant financial hardship. She stated that these events resulted in a substantial decline in her quality of life and living circumstances.